Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a noise problem. The noise was counted as one beat, then was immediately identified by the device as being noise. The device was reprogrammed to address the noise, and the patient was in stable condition.